Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen function was intermittent. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that touchscreen function was intermittent. No damage was noted on the touchscreen. A touchscreen calibration was performed but the issue was not resolved. The remote service engineer (rse) provided the customer with the part number of a touchscreen for replacement. The customer ordered and replaced the touchscreen but the issue was not resolved. A remote service engineer (rse) then provided the customer with the part number of the user interface (ui) printed circuit board assembly (pcba) for replacement. The investigation is ongoing.

Manufacturer narrative:
It was reported that touchscreen function was intermittent. No damage was noted on the touchscreen. A touchscreen calibration was performed but the issue was not resolved. The remote service engineer (rse) provided the customer with the part number of a touchscreen for replacement. The customer ordered and replaced the touchscreen but the issue was not resolved. A remote service engineer (rse) then provided the customer with the part number of the user interface (ui) printed circuit board assembly (pcba) for replacement. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.